Event description:
I was prescribed a resmed airsense 10 autoset CPAP machine sn (B)(4), ref 37093, lot 1508687 for sleep apnea. I used it for 8 days during which I contacted the agency dispensing the machine 3 times and the prescribing sleep center once. The machine worsened a preexisting hiatal hernia, caused injuring to my larynx, shortness of breath, hoarseness, nausea, and worsened acid reflux. The sleep center advised me to stop using the machine when I called after using it for 8 days. I was unable to speak for several days and when I could finally speak, I needed to pause mid-sentence just to breathe. When the symptoms did not improve after 5 days, I saw my primary care physician. She referred me to an otolaryngologist who described severe damage to my larynx. It took three months for my larynx to heal and most of the other symptoms to abate. The increased problems with acid reflux continued despite the doctor prescribing a stronger medication than what I had been previously taking. I had surgery for the hiatal hernia 5 months later which resolved the acid reflux though I remain on the acid blocker. I have medical reports from both my primary care physician and the otolaryngologist detailing the injury if you would like a copy. My sleep apnea is currently untreated. Medical reports are available. FDA safety report ID# (B)(4).